Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted. Unable to verify motor error due pump failed to power up. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. Customer's blood glucose level was 420 mg/dl. Customer stated drive support cap was normal and insulin pump not exposed to high magnetic field. No further details given. The insulin pump will be returned for analysis.